Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which reported that during the procedure following extraction of the lead, the patient developed tamponade and required intubation. The surgeon drained fluid through a pericardial window. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced nerve/pocket stimulation and that high and undefined impedance on the right atrial (ra) lead was noted at the time of extraction. The lead was extracted and replaced. No further patient complications have been reported as a result of this event.